Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure stent damage was observed. The characteristics and anatomy location of the target lesion are unknown. While taking the 24 x 3.50mm veriflex stent out of it's packaging, the device was reported as burring or crunching in the middle area. The damaged was observed during preparation. The physician did not attempt to use the device. The procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure stent damage was observed. The characteristics and anatomy location of the target lesion are unknown. While taking the 24 x 3.50mm veriflex stent out of it's packaging, the device was reported as burring or crunching in the middle area. The damaged was observed during preparation. The physician did not attempt to use the device. The procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device identified that the stent was pulled distally on the balloon and was bunched in its center. The proximal edge of the stent was positioned approximately 7mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned out over the distal markerband. A clear impression of stent crimp was visible on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).